Event description:
Surgeon reported that one of the eagle screws he used in the cervical plate was backing out. This was noted during a post-op follow up. Surgeon plans to watch the patient, but does not plan to take any further action at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened.